Event description:
During troubleshooting, it was reported that the physician's handheld froze at the "interrogation successful" screen while trying to interrogate a demo generator. The issue was resolved after performing a hard reset. The physician has not reported this issue occurring again.